Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The device was returned for evaluation.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a crack was discovered in the hub of 5.2f 110cm straight pigtail 6 side holes (pig sh) super torque plus catheter during a cardiac angiogram. The damage catheter was withdrawn and replaced with another st+ 5f pig catheter to complete the procedure. There was no reported patient injury. During the procedure, a crack was observed running through the plastic hub of the device, indicating a break in the integrity of the polymer material, though the device did not separate into multiple pieces, nor was it kinked, bent, frayed, split, or torn. Photographs of the damaged device have been attached for reference. The procedure was performed via a right radial approach. Vessel characteristics at both the target and access sites were not reported; however, the catheter was used to cross the mitral valve. The device was not pulled from the packaging by the hub; instead, the standard technique involved removing the cardboard sleeve from the sterile sleeve before extracting the catheter. The device was not torqued or steered by the hub, and no difficulties were encountered during insertion, advancement, or withdrawal. The device is expected to be returned for evaluation.

Manufacturer narrative:
As reported, a crack was discovered in the hub of 5.2f 110cm straight pigtail 6 side holes (pig sh) super torque plus catheter during a cardiac angiogram. The damage catheter was withdrawn and replaced with another st+ 5f pig catheter to complete the procedure. There was no reported patient injury. During the procedure, a crack was seen running through the plastic hub of the device, showing a break in the integrity of the polymer material, though the device did not separate into multiple pieces, nor was it kinked, bent, frayed, split, or torn. Photographs of the damaged device have been attached for reference. The procedure was performed via a right radial approach. Vessel characteristics at both the target and access sites were not reported; however, the catheter was used to cross the mitral valve. The device was not pulled from the packaging by the hub; instead, the standard technique involved removing the cardboard sleeve from the sterile sleeve before extracting the catheter. The device was not torqued or steered by the hub, and no difficulties were met during insertion, advancement, or withdrawal. A non-sterile unit of catheter cath f5.2+ pig 110cm 6sh was received coiled inside a transparent plastic bag and unpacked for product evaluation. Visual inspection revealed a crack in the hub, with no other visible damage or anomalies seen. Sem analysis of the hub showed fatigue striations and plastic deformation, showing that the crack was caused by tensile overload. These features are consistent with material failure due to a force exceeding the yield strength of the hub component. No other anomalies were found during sem analysis. The reported, ¿luer hub- cracked¿ was seen during the product evaluation. The exact cause of the crack cannot be conclusively found; however, striation patterns and ductile dimples are commonly associated with separations caused by material overload. Therefore, it is assumed that the material was induced to forces that exceeded the material yield strength prior to cracking. Handling factors such as overtightening a luer lock syringe or tubing is a possible contributing factor. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use if package is open or damaged.¿ based on the information available and the phr review, there is no sign that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.